Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the cause of this condition was due to mishandling of the device by exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from colombia that the hose of the motor device was damaged. During in-house engineering evaluation of the motor device, it was determined that the hose of the device came detached from the upper fitting near the elbow. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.